Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic sigmoid colon resection. According to the reporter: doctor (B)(6) performed a laparoscopic sigmoid colon resection for diverticulitis on the patient on (B)(6) 2011. After firing the (B)(4) stapler, 2 good tissue donuts were identified and an air leak test was performed and did not produce bubbles at the time of the procedure. The patient's post-operative course was unremarkable and the patient was discharged from the hospital. On (B)(6) 2011, the patient was re-admitted to the hospital, and an exploratory laparotomy was performed. There was an anterior perforation of the sigmoid colon at the site of the anastomosis which was repaired (hand sewn) and an ileostomy was performed. The patient has remained as an inpatient in critical condition. The patient was taken back to the operating room on (B)(6) 2011 for an abdominal washout and drains were placed. The patient is stable, but remains in ICU on a ventilator. The surgeon stated that the eea product worked fine at the time of the procedure and given the delay.